Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat vertebral fracture. During procedure, the balloons disrupted while being inflated normally. The procedure was completed successfully with a new product. No patient complications were reported.

Manufacturer narrative:
Product analysis: parts received: reception of one ibt xpander ii 20/3 with lot number 0007695014 confirmed on the device.presence of lot of blood on/in the ibt and balloon indicates that it has been used during surgery. Analysis: during functional analysis, it was not possible to inflate the balloon due to a leakage.visual analysis confirmed the presence of a longitudinal hole on the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root case is attributed to the contact of the balloon with bone splinters during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.